Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. The customer-supplied patient samples were first tested neat after centrifugation, for troponin I, to confirm the customer's results. An interference testing, utilizing a mix of different blockers, followed. The interference testing demonstrated the presence of interfering substances since at least one of the interference blockers, used in the test, significantly lowered the signal. In conclusion, the investigation demonstrated that heterophile interference and interference related to alkaline-phosphatase are the most likely cause of the falsely elevated troponin I results. Per the product insert labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. For troponin I: other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences.

Event description:
The affiliate stated the customer reported reproducible, elevated troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. The customer stated elevated results of greater than (>) 4,000 ug/ml were obtained and released out of the laboratory. Consequently, the patient received an angiogram due to the elevated values. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer stated subsequent testing of the patient's sample, on an alternate methodology, generated a lower result of less than (<) 6 ug/ml. Quality control (qc) was within specifications at the time of the event. There were no system issues observed at the time of the event. The instrument was in normal operation. The customer supplied beckman coulter with the patient's samples for further analysis.